Manufacturer narrative:
(B)(4). Evaluation summary: visual inspection of the sample identified that the two piece luer lock subassembly was missing. No deviations were found during a review of the manufacturing processes. A CAPA was opened to further address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the distal connector of a clearlink system continu-floblood/sol set, 20 dpm, 2 lavs was missing. The condition occurred before use. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional relevant information becomes available, a follow-up report will be submitted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.